Event description:
During a regular follow-up, it was noticed that the onset of a slow vt episode was not stored in device memories.

Event description:
During a regular follow-up, it was noticed that the onset of a slow vt episode was not stored in device memories.